Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) receive the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken spatula tip. The fragment was not returned. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image of the permanent cautery spatula instrument identifies a missing tip on the distal end. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument's tip broke. The procedure was completed using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and found no issue. The nurse confirmed that the broken piece from the instrument tip that fell into the patient's body was completely retrieved. However, it was noted that the retrieved piece is not returning for evaluation. There was no instrument collision with any other instrument or tool.